Event description:
Loss of therapeutic relief, especially increased pain was reported due to kink in catheter. Drugs infused included morphine, bupivacaine and clonidine. On (B)(6) 2011, the catheter access port (cap) contrast study reported as unable to aspirate fluid. A catheter surgical repositioning was done on the same day. The outcome was reported as an ongoing event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the outcome was resolved without sequelae.